Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address femoral loosening at the cement/implant interface, which caused pain. No infection was found. Depuy cement had been used in the primary surgery.